Event description:
Caller reported encountering a cartridge alarm during pumping, but there was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer had not reported similar cartridge alarms with the current pump serial number before, although there were issues with consecutive cartridges. Technical support decided to replace the pump, ensuring the customer switched to multiple daily injections as a backup therapy to maintain insulin delivery. Following instructions provided by technical support, the customer understood the process for receiving the replacement pump and acknowledged the guidance for putting the faulty pump into storage mode before returning it. Technical support attempted follow-up communication and confirmed the replacement pump was sent after the customer reviewed the replacement instructions.